Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues and wear. During the procedure, air was observed in the device. All the components were removed and replaced. No patient complications were reported.